Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using off label pump supplies. Tandem customer technical support informed customer to use only compatible pump supplies. There was no reported impact to the customer's blood glucose level. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
Per tandem user guide - use only t:slim x2 cartridges and compatible infusion sets with t:lock connectors manufactured for tandem diabetes care, inc. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.